Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose around (B)(6) 2018 with unknown blood glucose levels mg/dl at the time of the incident. The customer used glucose solution to treat. The customer was wearing the insulin pump during the incident and believes the pump was over delivering. Troubleshooting was not completed as the customer was hospitalized and the pump had no power. The customer's current hospitalization was not pump related. The customer states their doctor tried to lower their basal rates. The customer reported lows on 3 other occasions. The insulin pump will not be returned for analysis.